Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant there was screw deployment difficulty with the right ventricular (rv) lead. The rv lead was not placed and a new rv lead was used. No patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.